Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during removal of safe step from the port body, the base did not move down and the safety mechanism didn t work. There was no reported patient injury.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn¿t work. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to activate the safety mechanism is confirmed and was determined to be supplier related. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The safety mechanism was observed to not be engaged. An attempt was made to activate the safety mechanism; however, the safety plate was found to be stuck. The safety plate was forced downward and was observed to break away from the needle handle. The safety plate was then found to be stuck about 1 cm distal to the needle handle. A microscopic observation revealed adhesive between the plastic collar of the safety mechanism and the needle handle which prevented the safety plate from moving. Once the bond between the collar and handle was broken, it could be seen that the needle shaft was slight bent at its base. This device is a supplied component and the supplier has been notified of this event.